Event description:
It was reported that the patient's hip was revised. As reported: "patient sustained a periprosthetic femur fracture post total hip arthroplasty at an outside hospital. Patient reports the hip was performed over 20+ years ago. Intraoperative findings were of a loose femoral stem and stable acetabular component. Stem was revised and acetabular component was retained.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised. As reported: "patient sustained a periprosthetic femur fracture post total hip arthroplasty at an outside hospital. Patient reports the hip was performed over 20+ years ago. Intraoperative findings were of a loose femoral stem and stable acetabular component. Stem was revised and acetabular component was retained.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture and loosening involving a meridian stem was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photograph shows a recently explanted stem with a metal head attached. The devices are covered in blood/tissue. No obvious damage is visible. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to a periprosthetic femur fracture and that loosening was observed intraoperatively. The reported device was not returned however photographs were provided for review. The photograph shows a recently explanted stem with a metal head attached. The devices are covered in blood/tissue. No obvious damage is visible. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.